Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the battery was in an uncomfortable place and was slightly tilted. The patient fell off a bike. The rep tested the impedances and they came back as normal. A revision was performed and the issues was resolved. No further complications were reported or anticipated. No symptoms were reported.